Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As the customer stated: "the guide was broken in a surgical procedure."